Event description:
Wearer of soft contact lenses- one eye only- for 7 years, switched to renu moisture loc solution 2 years ago. Early feb. Began to have eye discharge in contact eye, swelling of lid and redness, discontinued contact usage, appeared to improve. Went back to contact and condition worsened, pain, light sensitivity, discharge, redness. Went to where I have my exams and purchase contact, diagnosed as ulcer on cornea. Treatment with "broad spectrum" antibiotic drops on hourly schedule. Saw optometrist every other day for 2 weeks until symptoms improved. Have some scarring on cornea, too soon to determine if vision has been affected. I was careful with sanitation, however, this would seem not to be the case.